Event description:
It was reported after use the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor barrier separation of sample this occurred on 3 occasions during use. The following information was provided by the initial reporter: "shipping (requiring air transport) the gel of the 3 cpt tubes shifted. Gel moved up the side of the glass tube, and created bubbles and blebs".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sample quality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#983913. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor barrier separation of sample this occurred on 3 occasions during use. The following information was provided by the initial reporter: "shipping (requiring air transport) the gel of the 3 cpt tubes shifted. Gel moved up the side of the glass tube, and created bubbles and blebs".